Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event reported at 61 mg/dl while using the ilet bionic pancreas after announcing a meal and selecting an incorrect meal size; the user subsequently requested assistance dismissing an older low-glucose alarm, and support guided the user through clearing the notification. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage issue was identified related to meal announcement on the user interface. The user treated with oral glucose and returned to range. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.